Event description:
The customer reported a low leak co2 rebreathing risk alarm (ec 1203). The ventilator was in use; however, no harm was reported. The customer stated the error appeared in the event log. The customer did performance verification testing on the ventilator and testing passed. They did note the original patient circuit was not available for testing. The remote service engineer advised to continue to run the ventilator for a whole day to verify the issue does not return. The customer performed performance verification testing successfully and the ventilator was determined ready for use.